Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 83mg/dl. The customer states their levels had gone as high as 533mg/dl. The customer states insulin is not delivered when conducting bolus. The customer states they treated with manual injection. The customer was unable to troubleshoot due to being at work and not having additional supplies. The customer will be calling back at a later time to troubleshoot.